Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 18-oct-2016, an fse visited the customer site and found that the bf syringe unit was noisy. He lubricated the thread screws but it did not correct the issue, therefore he replaced the b/f syringe unit assembly. As verification, he performed a daily maintenance procedure successfully and ran quality controls obtaining within range values. No errors or unusual noises occurred during the run. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was due to a malfunction with the b/f syringe unit.

Event description:
On (B)(6) 2016, a customer reported obtaining error 4044: wash syringe home not found and error 4045: wash syringe home overrun failures with their aia-360 analyzer. The customer was unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.